Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had swelling at catheter anchor site, the cause unknown and would be revised on (B)(6) 2015. The patient also experienced pain. The patient status at the time of the report was indicated as alive, no injury. It was noted that the issue was identified by the swelling in the back. The hcp noted that pending the catheter revision on (B)(6) 2015 the patient was receiving effective therapy. On (B)(6) 2015 it was further reported csf pocket at (B)(6). The spine incision was opened the fluid removed and foam gel applied to prevent further leaking and a purse string suture was placed to secure tissue around the catheter. The patient reported that they were getting good relief from the pump. The pump was used to deliver fentanyl and bupivacaine.

Event description:
Additional information later received reported that the patient was still having csf leak around catheter entry site. They planned to remove the catheter on (B)(6) 2015.